Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they could feel stim at the right labia and wondered how they could get it so they felt stim at bilateral labia. Patient said they were very happy with their therapy, but was asking because they thought this could make it even better. Patient commented that they thought therapy was better when laying down. When asked, patient clarified they meant they could feel the pulses from the therapy stronger when laying down. Agent reviewed pertinent information about therapy sensation and symptom relief. When asked if they were having at least 50% improvement in symptoms, patient said they were "getting there." Agent reviewed basic programming information. Patient said they have an appointment with managing healthcare provider (hcp) next week where they will ask about any limitations the doctor may have regarding when/how to make therapy adjustments.